Manufacturer narrative:
The device history record review confirms that there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported events are covered in the device directions for use (dfu). The risks of the reported events are documented in the risk analysis and there are current controls to mitigate the risks of the as reported events. The device was confirmed to be in a good condition prior to use. The event description states that the event occurred when the physician attempted to re-sheathed the stent however, neuroform atlas is not intended for this type of use. The atlas stent is not re-sheathable. An assignable cause of user error will be assigned to the as reported as the investigation confirms that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the procedure, the physician tried to resheath the stent (subject device), a piece of the distal stent (subject device) broke off and was deployed, the other part of the stent (subject device) was removed from the patient in the microcatheter. The other distal part of the stent tines (subject device) were left in the patient and covered with the second stent. Based on physician¿s opinion, resheathing was caused the stent (subject device) to be fractured. No other information was provided.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during the procedure, the physician tried to resheath the stent (subject device), a piece of the distal stent (subject device) broke off and was deployed, the other part of the stent (subject device) was removed from the patient in the microcatheter. The other distal part of the stent tines (subject device) were left in the patient and covered with the second stent. Based on physicians opinion, resheathing was caused the stent (subject device) to be fractured. No other information was provided.